Event description:
During the index procedure, two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the mid lad. It was reported that approximately 3 years and 11 months post the index procedure, the patient suffered an acute mi. The patient was treated by angiography with two stents implanted. Patient is reported to be recovered and no other clinical sequelae were reported..

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi).